Event description:
It was reported that the arctic sun device was not cooling. Case data was showing the chiller temperature stays over 20 degrees and it was not dropping the water temperature. Per sample evaluation results on (B)(6) 2023, it was reported that the t4 thermistor was noted to be bent.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 not cooling down is due to chiller pump not running properly. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for used. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Case data was showing the chiller temperature stays over 20 degrees and it was not dropping the water temperature. Per sample evaluation results on (B)(6) 2023, it was reported that the t4 thermistor was noted to be bent.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 not cooling down is due to chiller pump not running properly. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for used. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Case data was showing the chiller temperature stays over 20 degrees and it was not dropping the water temperature.